Event description:
A surgeon reported that a pt experienced a raise in intraocular pressure (iop) after placing a glaucoma filtration shunt. Another surgeon examined the pt and realized that the shunt did not drain. The shunt was removed and ab externo trabeculectomy was performed. Per surgeon the iop after shunt removal was acceptable. Additional info has been requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. There have been no other complaints reported in the lot. The root cause cannot be determined. (B)(4).